Event description:
Reporting status: serious injury/ attempted medical intervention/permanent damage. Reporting rationale: separated guide wire remains in patient. Device issue: separated guide wire. It was reported that while attempting to cross the lesion, the pilot guide wire separated prior to the lesion. An attempt was made to retrieve the separated guide wire using two other guide wires and a goose neck snare; however, this was unsuccessful. In the meantime, a dissection occurred from the guiding catheter and/or goose neck snare. No reflow was observed and ventricular tachycardia and ventricular fibrillation were experienced. Another company's stent was implanted and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the polymer. The distal section of the guide wire, black polymer and coils were separated and not returned. The black polymer and some coils were bunched up at the separation. There was 1 mm of coils that remained on the core. There was no other damage noted to the guide wire. The used micro catheter was returned. The micro catheter had a hole in the distal end of 2 cm proximal to the tip of the catheter. There was no other damage noted to the catheter. A laser micrometer was used to measure the outer diameter of the guide wire and it met manufacturing criteria. The returned guide wire was compared to a new 0.14" pilot guide wire to determine how much of the distal end of the guide wire was separated. There was 3.9 cm of core, coils and black polymer missing. A new indeflator was used to flush the returned micro catheter to confirm that the separated guide wire was not in the catheter. The remaining polymer and core were dipped into a red dye to confirm that there was hydrocoat present. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire had been excessively fatigued at the core and then separated from the overload. The fatigue appeared to be from both ductile and torsional origin. The cause of the fatigue is not described in the incident information, but may have been the result of the attempt to remove the guide wire tip that was trapped in the vessel. Repeated, heavy over bending or over torquing of the guide wire can cause rapid fatigue of the core. Overall, the cause of the fatigue and ultimate guide wire separation could not be determined, but there was no apparent quality issue detected in the analysis. The separation appears to be related to the circumstances experienced during the procedure and not a quality issue in materials or workmanship. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.